Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported complete clip detachment appears to be related to patient morphology/pathology due to a large prolapse of the posterior leaflet. The reported embolism and mitral regurgitation (mr) were due to the clip completely detaching from both the leaflets. The reported patient effects of emboli and worsening mr, as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was removed from the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a complete detachment of the clip. It was reported that the initial mitraclip procedure, performed on (B)(6) 2017, was to treat degenerative mitral regurgitation (mr) with a grade of 4. A large posterior prolapse was noted. One clip was implanted reducing the mr grade to 1-2. The patient was stable post procedure. On (B)(6) 2018, during a routine follow-up it was observed that the mr had increased to a grade of 4 and the clip implanted in the initial procedure had detached from both leaflets and embolized. There was no damage noted to the leaflets due to the detachment. A snare device was used to retrieve the detached clip and another clip was successfully implanted, reducing mr to grade 1-2. It was the physicians opinion, the large posterior leaflet prolapse led to the complete detachment of the initial clip. No additional information was provided.

Manufacturer narrative:
(B)(4). Attachment: article titled, catching a mitrafly. (B)(4). Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that this case was published in a research article identifying the mitraclip with the complete clip detachment. Details are listed in the attached article, catching a mitrafly. During follow-up correspondence with the physician, the physician reported that the original mitraclip was intact on both leaflets and the recurrent grade 4 mitral regurgitation (mr) was due to the patient's myxomatous mitral valve. It was during the re-clip procedure in (B)(6) 2018 when there was difficult grasping with the second mitraclip, medication was given to aid in grasping both leaflets, the second mitraclip was deployed, but after deployment, the second mitraclip detached from both leaflets. There was some difficulty removing the mitraclip via the snare, but adjustments were made to align the clip coaxial to the sheath and the mitraclip was successfully removed. Another mitraclip was implanted stabilizing the first mitraclip and reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4).